Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, after the dental implant was installed in patient¿s mouth, at the time of uncovering to perform the patient¿s prosthetic rehabilitation, it was seen that the dental implant had not osseointegrated.